Manufacturer narrative:
The event unit was returned for evaluation. Engineering was able to confirm the customer?s experience of the bent cannula and obturator. Upon closer inspection, engineering noted that the obturator and cannula were cracked near the bend. The root cause of the event is likely due excessive force applied during insertion as the customer reported the entry to be more difficult to insert due to increased resistance. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed: laparascopy. "Surgeon: dr (B)(6), scrub: (B)(6). Dual pack ctf12 opened. First trocar entry noticed by surgeon to be "more difficult to insert due to increase resistance". Trocar placed. Continued to advance port with 10-2 rotation and bent trocar with obturator on entry. Sequential helix to be investigated. Port removed. New trocar cff03 handed off to surgeon and inserted in to the same incision, same location with no issue." Patient status: nil issues.